Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the vision box gives an error, and the visualization cannot be changed. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the system, quotation has been cancelled by the customer. No service has been performed by philips. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It was reported to philips that there was a flexvision error. The flexvision pc would not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.